Event description:
A home pt's relative contacted baxter's technical services center and stated the home pt disconnected himself. A follow-up call was placed to the home pt' nurse in 2005. The nurse stated the home pt becomes confused and sometimes disconnects himself. No pt injury or medical intervention was associated with this report per the home pt's nurse. No additional information was provided.